Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter was difficult to flush. During preparation for an ablation procedure to treat atrial fibrillation, an intellanav stablepoint catheter was selected for use. Upon opening and connection of the catheter to the tubing, the catheter would not flush. The pump was bypassed and manual flushing via a syringe was attempted but was unsuccessful. No error messages were displayed. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned for analysis.